Manufacturer narrative:
(B)(4). Device has been requested. No product returned. Customer complaint could not be confirmed. No conclusion can be drawn.

Event description:
Patient self-tester reports discrepant results between protime microcoagulation system and lab. She is recovering from a recent unspecified surgery and taking lovenox as a bridge therapy. She stopped taking coumadin for the surgery and is currently on a lower dose of coumadin with the lovenox. On (B)(6) 2011, she generated inr 1.8. The hospital lab generated inr 3.2 a half hour later. Lovenox is a trade name of low molecular weight heparin. The protime package insert indicates in the "limitations" section that "results may be affected in pts receiving heparin or who have an abnormal response to heparin." Pt's therapeutic range inr 2.5 - 3.5. No adverse event(s) reported.